Event description:
It was reported that the patient was experiencing inadequate pain relief and numbness. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.